Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the customer reported complaint. The fbf instrument was found to have damage of the conductor wire¿s insulation. This failure is most commonly caused by mishandling/misuse, such as collision of the fbf instrument. There was no material missing from the conductor wire¿s insulation. The fbf instrument passed the electrical continuity test. A review of the instrument log showed the fbf instrument (part #470205-17 / lot #n13200518-0042) was last used on (B)(6) 2020 during a procedure with system (B)(4). The fbf instrument has 10 allotted uses and 5 lives left. In addition, a review of the site's complaint history identified no other complaints related to the fbf instrument. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the fbf instrument was found to have damage of the conductor wire's insulation and the electrical continuity test passed. A bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. Although there was no patient injury reported, the failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps (fbf) instrument was found to have a frayed black cord. There was no report of patient involvement. Intuitive surgical, inc. (Isi) obtained the following information regarding the reported event: it was confirmed the issue was identified during central processing. The customer was not able to provide any patient-related information.